Manufacturer narrative:
Multiple products were used in the surgery which are as follows: product ID: 7540020, qty 2 product ID: 8370060, qty 2 product ID: 83555409, qty 4 product ID: 8351522, qty 2 product ID: 8351500, qty 4 product ID: 8351520, qty 2 although it is unknown which of these product contributed to the reported event, we are filing this MDR for notification purposes. Patient: (revision surgery) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: pre-op diagnosis: degenerative disc disease of l3-4 and l4-5. Severe axial mechanical back pain. Bilateral leg pain. L3-4, l4-5 subarticular impingement of traversing l4 and l5 nerve roots, bilaterally. Failure of conservative measures. Procedure: anterior retroperitoneal exposure to the lumbosacral spine. L3-4, l4-5 complete blocks discectomy with subsequent placement of a 16mm and 18mm height, 8 degree lordosis, large footprint peek structural interbody device with bmp-2 and allograft cancellous supplementation bone placed centrally and laterally. Anterior retroperitoneal approach to the lumbosacral spine block discectomies at l3-4, l4-5 with structural peek interbody devices with rhbmp-2 at l3-4 and l4-5 levels. Per-op notes: "interbody device 16mm height, 8 degree lordosis was placed with rhbmp-2 in addition to allograft cancellous supplementation bone placed centrally within the device additional. Additional bmp and allograft bone was placed laterally to the device. Surgeon then turned to l4-5 motion segment where a complete block assist was performed at l4-5 level. Incision was made to place 18mm height, 8 degree lordosis, large footprint peek structural device. The device was placed with bmp-2, in addition to allograft cancellous bone." On (B)(6) 2011: pre-op diagnosis: status post ap fusion l3-l4, l4-l5 with postoperative persistent back pain suspected to be instrumentation related. CT evidence of solid fusion l3-l4, l4-l5. Failure of conservative measures. Post-op diagnosis: intraoperative confirmation of what appeared to be a solid fusion without obvious motion l3-4, l4-5 with mild hypermobility l2-3. Status post ap fusion l3-l4, l4-l5 with postoperative persistent back pain suspected to be instrumentation related. CT evidence of solid fusion l3-l4, l4-l5. Failure of conservative measures. Procedure: removal of deep implantation supralaminar l3 hooks, pedicle screws l4, l5 legacy in nature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.